Event description:
This is a report of a home patient (hp) who experienced a leak in the patient line during therapy. The patient was not connected to the homechoice when their therapy proceeded to fill one. The leak originated at the capped end of the patient line. The caregiver connected the patient to resume therapy. The technical service representative had the caregiver end therapy and advised them to notify the patient's nurse of the possible contamination. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a leak caused by a patient use error in which the patient disconnected themselves from the patient line but failed to stop therapy. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.